Event description:
Interrogation of the pt's defibrillator in 3/04 revealed the ventricular lead to display elevated impedance values greater than 2,000; suggestive of a lead fracture. Since the pt's pulse generator had been implanted in 2001, a pulse generator revision was performed at the same time the ventricular lead was replaced.